Event description:
Hill-rom rec'd a report from a hill-rom technician stating the head left caster is not holding when the brake is applied. The bed was located at the account in storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the caster worn and aged causing the caster not to hold. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced caster to resolve the issue. Based on this info, no further action is required.